Manufacturer narrative:
The k electrode lot number is x7353. The cl electrode lot number is u6244. The expiration dates were not provided. The field service representative found the customer was using an expired reference electrode. The expired electrode was replaced. He cleaned the ise bath and electrodes of salt/debris, replaced the sipper and pinch valve tubing, and conditioned the tubing and sipper nozzle. He performed an ise check and it passed. Calibration and qc passed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable k electrode and cl electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial k result was 3.68 mmol/l. The repeated k result was 4.34 mmol/l. The repeated result was believed to be correct. The initial cl result was 126.5 mmol/l with a data flag. The repeated cl results were 100.2 mmol/l and 100.7 mmol/l. The result of 100.7 mmol/l was believed to be correct. The results were reported outside the laboratory. The sample test for cl was automatically repeated due to the initial result having a data flag. The sample tests were then manually repeated when the discrepancy was observed. The repeated results were obtained on a different module.